Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the reportable event. (B)(4). Visual analysis of the returned device found the sheath was bent and torn at the distal end. Functional inspection was performed and found that two basket wires are twisted and bent, but the basket was able to open and close. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Handling and manipulation of the device during its use as well as interaction with the scope or additional devices can lead to the failures observed on the basket and sheath. Based on the available information and the analysis performed, the most likely root cause for the complaint adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a zero tip retrieval basket was used in a transurethral lithotripsy (tul) procedure performed in the ureter on an unknown date. According to the complainant, the device would not open normally because the shape of the open basket was distorted. The procedure completed with the another zero tip basket. There were no patient complications as a result of this event. Investigation results revealed that the sheath was torn at distal end; therefore, this is now an MDR reportable event.